Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file. Note: customer reported another device used in this event and it is reported in case: (B)(4). Report 2 of 2.

Event description:
Consumer reported complaint for hi blood glucose test results. Son is calling on behalf of the customer. Son stated customer is not a diabetic and so does not know what his expected blood glucose test result range should be. Customer had tested using discontinued meter and expired strips and obtained a result of hi (did not provide the serial number or test strip lot number). Customer had gone to pharmacy and purchased an alternative meter and had also obtained hi (reference internal report # (B)(4)). Son stated that the customer was having symptoms earlier and that he had taken januvia (symptoms were not disclosed). Medical attention was not required. At the time of the call, the customer reported feeling well and did not report any symptoms. The customer could not continue with the troubleshooting process and no further information was able to be obtained.